Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose values and under delivery of insulin from the pump. Customer¿s blood glucose value was 128mg/dl. Customer declined to troubleshoot for high blood glucose values. Insulin pump will not be returned for analysis.